Event description:
It was reported that they replaced mixing pump head due to not cooling issues in an arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump head. The device was evaluated and the reported issue was confirmed as it was noted that the device was not cooling during decontamination and a test mixing pump was needed to cool. Mixing pump head replaced. Device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.